Event description:
Discordant troponin I results were obtained on two patients' samples. It is unknown if the results were reported to the physician. All other cardiac indicators were negative. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the discordant troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin I results was contamination. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.